Manufacturer narrative:
Samples were taken of the residue for analysis. The results concluded that the residue could be left over from user's cleaning agents and wear from the device. The device was repaired and returned to the customer.

Event description:
The device was returned to the manufacturer stating that it failed during a procedure no other info was provided other than that there were no adverse consequences. During the repair a residue on the back end of the motor was found.